Event description:
It was reported that the patient presented in clinic for a follow up with an atrial lead that exhibited noise over-sensing, undersensing, and p wave amplitude variation due to lead dislodgement. Fluoroscopy was performed to confirm lead dislodgement. The lead was explanted and replaced. The patient was discharged with no consequences before, during, or after the procedure.

Manufacturer narrative:
The reported events of noise, over-sensing, and under-sensing were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found damages consistent with procedural damage. Electrical testing did not find any indication of conductor shorts. The lead failed the hi-pot test between conductor paths due to breached/damaged inner insulation, consistent with procedural damage. The full helix extension length could not be measured due to the procedural damage.